Manufacturer narrative:
The concerned instrument has been thoroughly checked in our testing dept. A total quantity of 10 pcs were mfg with the production lot # 12032066 and delivered to the dist in 2003. Checking the production documents of this lot proved that the right materials/ components were used, and that the instruments were mfg in accordance with the give production specs. Since april 28, 2003 the dist returned two other l-hook electrodes with defective shaft insulation to be repaired. These two instruments, however, have been much older than lot # 12032066. The visual inspection of this instrument showed that the l-hook had been bent, what probably caused the shaft insulation being detached from the end of the tube. On the edge of the end of the tube the shaft insulation is leaking. This leaking was found by means of an insulation test we performed. This small spot of leaking is hardly visible to the naked eye. The insulation layer seems to be in good condition and corresponds to the standards. Since this defect had been caused by improper handling, we feel that no corrective measure is to be taken.